Event description:
The physician reports that the crystalens trailing haptics tore during loading. A second crystalens was delivered into the eye using the lens injector system; however, this lens haptic also tore. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A third crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.